Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2019 .(reference reg report: 1627487-2019-07397), the physician was unable to remove the left l2 lead due to scar tissue. The lead was cut, and the remaining lead section remained implanted.